Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that they suspected an infection of the right lead that caused status epilepticus. The patient's mother had reported to the hcp that the patient was increasingly drowsy and not alert. The patient was admitted to the hospital and the lead was explanted as a precaution. The implantable neurostimulator (ins) was turned off. On (B)(6) 2015, the ins had been turned on at programmed to 2v, but the ins was currently off until a full review by the patient's managing medical team. The patient was alive and their condition had improved. It was unknown if the issue was resolved. The patient's indication for use is epilepsy. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.